Event description:
Philips received a complaint from the customer reporting a proximal pressure sensor autozero failed alarm occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm. A philips authorized service provider (asp) evaluated the device and could not confirm the reported issue. The device was tested and confirmed to be operating per specifications. No failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address line 1, institution phone, reporter phone number: (B)(6).